Event description:
Reported as: "the pt complained of abdominal pain and chills." Follow up findings from the doctor reveal: "the pt had shortness of breath, and a partial bowel obstruction. There is concern for a leak."

Manufacturer narrative:
Pain and obstruction are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."